Event description:
New information received notes a fracture was also suspected on the right ventricular lead prior to the procedure.

Manufacturer narrative:
The reported events of fracture and noise were not confirmed. As received, a partial lead was returned in five pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient was stable.